Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to patient use, the crossing support catheter allegedly broke. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. Visual/microscopic inspection: the support catheter was returned in two segments with packaging and label. The catheter was returned with the distal portion of the catheter detached. It is unknown why the blood was present as the device was reported to not be used on a patient. The hub identified the size of the seeker catheter as .035" x 90cm. The detached portion of the catheter( segment one) measured 27.2 cm from distal tip to break. The remaining catheter length (segment two) was measured to be 62.9 cm from break to strain relief. The break on the catheter was examined closer under magnification (20x) and the break was not clean with evidence of stretching and ridges. The condition of the break is indicative of excessive force used on the catheter. No other anomalies were identified. Dimensional evaluation: the length of the catheter measured approximately 62.9 cm from the strain relief to the break. The distal portion measured approximately 27.2 cm in length. The combined catheter length was measured to be approximately 90.1 cm. This measurement is within specification, therefore the whole catheter was returned for evaluation (spec. 90.0 cm +/- 3cm). Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for catheter break, as the device was returned in two segments. It is unknown if procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Do not continue to use the catheter if the shaft has been kinked. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.